Event description:
Partent tested pt's blood glucose on the suspect device. They obtained a result of 349 mg/dl. They gave pt extra insulin. The next morning they tested pt again and the result was 299 mg/dl. They gave more insulin and pt went into a coma. Emts called and they checked pt's glucose at 30 mg/dl. Pt was transported to the hosp and treated with a glucose IV. Controls were not used on the system. The device was replaced with new product and then authorized for return to the MFR for eval.